Manufacturer narrative:
H.6. Investigation: DHR review was not conducted since the lot number associated with this account was unknown. Received a 24ga iag catheter-adapter assembly. The remainder of the unit (i.e. Needle, pkg.) Was not returned for evaluation. Visual/microscopic evaluation: traces of blood were observed throughout the unit. No evidence of foreign matter was found. The piece of metal within the catheter was the wedge and it is part of the insyte autoguard product/part specification the returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced and the failure described in the event description could not be replicated at the laboratory. The piece of metal within the catheter was the wedge and it is part of the insyte autoguard product/part specification.

Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) insyte autoguard experienced foreign matter contamination resulting in a change/delay in treatment. The customer reported, "infant was taken to MRI with a bd insyte n autoguard 24ga piv in scalp (per documentation it was inserted at cnmc). All metal screenings before MRI completed and piv and PICC lines traced and discussed with rn and MRI tech. When MRI started, MRI tech noticed an area that indicated there was metal on the patients scalp (appeared to be in IV area). MRI tech stated there was a risk that if there is metal, it may heat up and burn the patient. MRI was immediately stopped, rn and MRI tech checked piv and could not find any potential metal, MRI tech stated she notified radiologist. Due to the risk of the metal, we decided to remove the piv and use the PICC line for any access we may need. Piv was removed without any issue, but appeared to have small amount of metal in the plastic catheter (MRI tech saved catheter, appears exactly the same as our bd insyte autoguard pivs in nicu when compared). MRI was completed with no further issue.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) insyte autoguard experienced foreign matter contamination resulting in a change/delay in treatment. The customer reported, "infant was taken to MRI with a bd insyte n autoguard 24ga piv in scalp (per documentation it was inserted at cnmc). All metal screenings before MRI completed and piv and PICC lines traced and discussed with rn and MRI tech. When MRI started, MRI tech noticed an area that indicated there was metal on the patients scalp (appeared to be in IV area). MRI tech stated there was a risk that if there is metal, it may heat up and burn the patient. MRI was immediately stopped, rn and MRI tech checked piv and could not find any potential metal, MRI tech stated she notified radiologist. Due to the risk of the metal, we decided to remove the piv and use the PICC line for any access we may need. Piv was removed without any issue, but appeared to have small amount of metal in the plastic catheter (MRI tech saved catheter, appears exactly the same as our bd insyte autoguard pivs in nicu when compared). MRI was completed with no further issue.¿